Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual examination noted the conductor coils had become slightly deformed during the implant procedure. No issues were noted with the insulation or the suture sleeve. The suture sleeve was able to move freely.

Event description:
It was reported that, during implant attempt, the physician experienced difficulty moving the suture sleeve. Visual examination noted the lead insulation appeared to be damaged, causing the suture sleeve to be unable to move. The lead was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that, during implant attempt, the physician experienced difficulty moving the suture sleeve. Visual examination noted the lead insulation appeared to be damage, causing the suture sleeve to be unable to move. The lead was removed and replaced. No adverse patient effects were reported.